Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe did not actuate during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Two opened probes were received and visually inspected. Sample #1 was found non-conforming with the probe body detached from the engine and a bent needle. Sample #2 was visually conforming. Sample #1 was unable to be functionally tested due to the visual condition of the probe. Sample #2 was functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. Based on follow up information for this file, the ¿cutter probe without the rear shell is the complaint¿, this would correlate to sample #1 from the manufacturing sites evaluation. Sample # 2, which was fully conforming, is not the sample associated with this complaint and was an extra sample that was sent. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear was observed at the bend area. Presence of adhesive was observed on the shell and the engine. The product that was complained about (sample #1) was unable to be functionally tested for cut and no damage to the cutting edge of the inner cutter was observed, therefore an exact root cause for this customer complaint could not be determined. The sample evaluation indicated that the probe body was detached from the engine and the needle was bent. A bent needle could have contributed to the cut issue as reported by the customer, however, the evaluation results are inconclusive since a functional test could not be performed. How and when the probe body became detached and the needle because bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken by the manufacturing site as the customer complaint could not be confirmed and, therefore, and exact root cause for the complaint could not be determined. All probe assemblies are 100% visually inspected and tested for actuation, aspiration and cut. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).